Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the bumper pad. The returned battery cap was used to complete all testing. The complaint that there were lines on the display screen was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.